Event description:
The report indicates that two weeks after initial fusion surgery of l3-s1 with supplemental bilateral pedicle screws, the pt reported a squeaking sound emanating from the surgical site. Radiographs depicted a lock screw separation. Revision surgery was performed (B)(6) 2013 to replace the bone screw and lock screw. Pt is otherwise asymptomatic. There was no pt injury reported with the complaint.

Manufacturer narrative:
(B)(4). Revision surgery occurred on (B)(6) 2013. User facility discarded the pedicle screw and the lock screw and will not be returned to nuvasive. No further information of the reported event can be completed at this time. The root cause of this reported event has not been determined. The surgeon reported that the pt's anatomy was challenging and that although the lock screw felt very tight, he did not hear a clicking noise from the torque handle suggesting that full tightening may not have occurred. Additionally, surgeon reported the explanted screw threads were damaged when inspected. This suggests thread damage prior to final tightening. Torque test results for the instrument were within specification prior to surgery. Labeling review notes the following: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury." "These devices can break when subjected to the increased load ... Loads on the device produced by load bearing and by the pt's activity level will dictate the longevity of the implant." "Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of implant." "Care should be taken to insure that all components are ideally fixated prior to closure."